Manufacturer narrative:
Product ID 3877-75, lot# 0206895040, product type: lead. Product ID 3877-75, lot# 0206890132, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-75, lot# 0206895040, product type: lead. Product ID: 3877-75, lot# 0206890132, product type: lead. Product ID: 3877-75, serial/lot #: (B)(4), ubd: 08-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via healthcare professional (hcp) for a clinical study reported high impedance where electrode 0, 4, and 5 were greater than 40,000 ohms and the patient felt shocking stimulation. Interventions included an explant of the lead where it was disposed of according to biohazard instructions and an in-patient hospitalization. Device interrogation of the electrode found greater than 40,000 ohms impedance. It was reported to be related to the device or therapy and not related to the implant procedure. The patient came in not having an adequate stimulation anymore with shocking and decreasing effect of the stimulation. The situation occurred after they had fallen down. The issue was resolved without sequelae on (B)(6) 2019.